Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device was at rrt (recommended replacement time) and that it was close to eroding through the skin. The patient was noted to be very thin, and the physician chose a replacement device of smaller size. The device was explanted and replaced. The device was returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.